Manufacturer narrative:
Complaint was not confirmed. One unpackaged ar-6480 dualwave pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6430 lot# 69910382 and ar-6410 lot # 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 51 minutes with no issues. During this time, no changes in pressure were observed, the pump maintained a consistent pressure and there were no sudden changes in pressure. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2016. Refer to investigation photos.

Event description:
It was reported that during a shoulder surgery the pump intermittently stopped pumping. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.